Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient was having a catheter revision at the time of report. The revision was due to the catheter being broken at the pump pocket. It was "really coiled" and was "twisted right around the catheter port". It was noted that, during the procedure, the surgeon was "investigating the back" before deciding how to proceed. At the time of report, the pump was submerged in bacitracin on the back table. Another report, that same day, stated that the pump had flipped and the proximal segment of the catheter had twisted into a coil which caused a kink. It was also noted that, along with 50cm of the catheter being twisted and coiled around the pump's catheter port, there was a catheter fracture. As the spinal segment was still located in the intrathecal space, the surgeon left 14cm of the segment, applied a new anchor, and connected a new proximal catheter segment. The surgeon also trimmed 12cm off of the pump segment and added 7.6cm with a sutureless pump connector. It was noted that the patient's drug dose was decreased and the patient's only reported symptom was increased spasticity. A third report stated that the patient had a significant improvement in symptoms following implant in (B)(6) 2011. In (B)(6) 2012, the patient's pump had alarmed for a low-reservoir, so an attempt was made to refill the patient's pump. When advancing the needle, the physician met "metallic resistance" and the pump was found to have flipped within the pocket. The pump was manually reoriented and the next refill attempt was successful. It was noted that, in (B)(6) 2012, the patient had presented with a return of spasms. In (B)(6) 2012, the patient's catheter underwent fluoroscopic evaluation which revealed a significant deformity of the catheter with twisting, kinking, and a disconnection. A catheter revision was performed in (B)(6) and the patient experienced improvement until (B)(6) 2012 when she fell down some stairs and noticed the pump was sitting sideways in the pocket. The pump was flipped back, but around that time, the patient experienced an increase in leg spasticity, a mild to moderate diffuse weakness in the lower extremities, and a mild increase in urinary frequency with the occasional leak. The patient also complained of pain, which she rated as a 1 on a scale going from 1-10. Additionally, the patient also presented with numbness in the right arm and hand, along with hypalgesia all the way up to the mid-thoracic level. It was noted that the patient had "stable mild depressive symptoms", though it was unclear if these were related to the event or the patient's underlying disease. Another fluoroscopic evaluation was performed and found several areas of kinking, twisting, and knotting. A small amount of drug was able to be withdrawn from the "accessory port", but there was noted resistance. In (B)(6) 2013, it was found that the pump was quite mobile in the pocket. A CT scan of the abdomen was planned to evaluate the catheter and the orientation of the pump. The catheter was found to be disconnected and fractured. After surgery, the spasticity in the patient's lower extremities improved overnight. The drug used in this system was baclofen.